Event description:
The procedure was to treat an ami pt who came in with a totally occluded proximal lad and distal rca. The lesion in the proximal lad was wired and direct stented. At this time, a severe no flow was detected and a dilatation catheter was advanced. Strong resistance was observed and it was reported that the physician had to force the catheter to the lesion. The balloon was inflated, and during removal, the device became stuck at the same location as during advancement (at the left main). The physician pulled strongly in order to remove the guide wire, but the guide wire broke into two pieces. The distal end of the guide wire became stuck inside the catheter lumen, but it was easily removed with the catheter. It was reported that the guide wire was kinked during use with the stent, which resulted in the resistance felt with the dilatation catheter, and likely lead to the guide wire separation. No other info reported.